Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h10

Event description:
It was reported that bd ultra fine¿ pen needle was unable to deliver insulin, and was not functioning. The following information was provided by the initial reporter: when taking injection, insulin flow will stop before its completed stated, the flow starts of with a nice steam but then starts to slow down and he has to push harder on plunger to complete the shot. Stated, shots are painful because he's pushing harder on plunger stated, sometimes it takes two pen needles to complete one dosage stated, he always primes before injection and that works stated, he started having these issues when his wife's dosage went up from 10-12 units to now 44 units no injury to report.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle was unable to deliver insulin, and was not functioning. The following information was provided by the initial reporter: when taking injection, insulin flow will stop before its completed stated, the flow starts of with a nice steam but then starts to slow down and he has to push harder on plunger to complete the shot. Stated, shots are painful because he's pushing harder on plunger stated, sometimes it takes two pen needles to complete one dosage stated, he always primes before injection and that works stated, he started having these issues when his wife's dosage went up from 10-12 units to now 44 units. No injury to report.